Manufacturer narrative:
Upon further review of this file, it was determined the event details do not meet reporting criteria. Therefore, MDR with uf/importer 3023981687-2023-00176 will have no further updates.

Event description:
On (B)(6) 2023, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized due to infection when [his] catheter was being moved. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count presented with klebsiella (species unknown) in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis attributed to abdominal surgery. It was explained the patient had issues with multiple pd catheters (not a fresenius products) in the past for reasons unrelated to the use of any fresenius product(s) or device(s). Prior to this event, the patient underwent an outpatient procedure for a pd catheter (not a fresenius product) revision in the week prior to the follow up (exact date unknown) which resulted in the peritonitis infection. Contrary to initial reports of hospitalization, the patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin, ip ceftazidime and oral diflucan (dosages, frequency, and durations of these medications unknown). The patient¿s pd catheter was removed in an outpatient procedure on (B)(6) 2023 due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) through an existing access for renal replacement therapy on an in-center basis. The patient is recovering from this event while on oral antibiotic therapy at home (medication information not provided). It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues in-center hd therapy following this event with a plan to return to pd therapy once cleared by his physician.

Event description:
On (B)(6) 2023, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized due to infection when [his] catheter was being moved. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count presented with klebsiella (species unknown) in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis attributed to abdominal surgery. It was explained the patient had issues with multiple pd catheters (not a fresenius products) in the past for reasons unrelated to the use of any fresenius product(s) or device(s). Prior to this event, the patient underwent an outpatient procedure for a pd catheter (not a fresenius product) revision in the week prior to the follow up (exact date unknown) which resulted in the peritonitis infection. Contrary to initial reports of hospitalization, the patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin, ip ceftazidime and oral diflucan (dosages, frequency, and durations of these medications unknown). The patient¿s pd catheter was removed in an outpatient procedure on (B)(6) 2023 due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) through an existing access for renal replacement therapy on an in-center basis. The patient is recovering from this event while on oral antibiotic therapy at home (medication information not provided). It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues in-center hd therapy following this event with a plan to return to pd therapy once cleared by his physician.